Manufacturer narrative:
Concomitant products: 419478, lead, implanted: (B)(6) 2004; 457445, lead, implanted: (B)(6) 2016.

Event description:
It was reported that the day after implant decreased r-waves were observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.